Event description:
It was reported that the transfer set leaked from the transfer set white twist cap and the tubing. The leak was observed after the patient completed therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received. No issues were noted upon visual inspection of the set. Leak testing, clear passage testing and clamp function testing was performed without any issues. During the integrity of seal surface test, no leak was found. The inside diameter of the patient connector was measured and was determined to be within the specification. As a result, the initial evaluation did not confirm the reported condition. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.